Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The system was experiencing some variability in the optical channel between (B)(6) 2020 and was stabilizing gradually. Due to poor user experience, the sensor replacement was approved under RMA-07028 as the issue persisted. The authorized RMA was not received, thus no further investigation is possible.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user reports of inaccurate sensor readings resulting in sensor removal.